Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myasthenia gravis, dysfunctional uterine bleeding, anxiety, depression, polycystic ovarian syndrome, knee operation and thyroid operation. (B)(6)2015: diagnosis: myasthenia gravis : procedure: vascath insertion impression: successful placement of a right ij nontunnel trialysis catheter. (B)(6)2018: final diagnosis: a. Cervix, uterus, bilateral fallopian- tubes and ovaries: cervix: no specific pathologic change serosa: endosalpingiosis, right ovary: cortical inclusion cysts, corpus albicans, left ovary: corpus luteum cyst. Concurrent conditions included menses irregular, dyspareunia, hirsutism, menorrhagia, weight gain, back pain, metrorrhagia, dysmenorrhea, neoplasm, menstruation abnormal, corpus luteum cyst, endosalpingiosis, night sweats, hot flashes, menopausal syndrome, lethargy, vaginal dryness, irritability, ovarian cyst and ovarian enlargement. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), back pain ("back pain"), anaemia ("severe anemia"), fatigue ("fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, back pain, anaemia, fatigue and feeling abnormal outcome was unknown. The reporter considered anaemia, autoimmune disorder, back pain, fatigue, feeling abnormal, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abnormal bleeding, painful periods, severe anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myasthenia gravis, dysfunctional uterine bleeding, anxiety, depression, polycystic ovarian syndrome, knee operation and thyroid operation. On (B)(6) 2015: diagnosis: myasthenia gravis : procedure: vascath insertion impression: successful placement of a right ij nontunnel trialysis catheter. On (B)(6) 2018: final diagnosis: a. Cervix, uterus, bilateral fallopian- tubes and ovaries: cervix: no specific pathologic change serosa: endosalpingiosis, right ovary: cortical inclusion cysts, corpus albicans, left ovary: corpus luteum cyst. Concurrent conditions included menses irregular, dyspareunia, hirsutism, menorrhagia, weight gain, back pain, metrorrhagia, dysmenorrhea, neoplasm, menstruation abnormal, corpus luteum cyst, endosalpingiosis, night sweats, hot flashes, menopausal syndrome, lethargy, vaginal dryness, irritability, ovarian cyst and ovarian enlargement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), back pain ("back pain"), anaemia ("severe anemia"), fatigue ("fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, back pain, anaemia, fatigue and feeling abnormal outcome was unknown. The reporter considered anaemia, autoimmune disorder, back pain, fatigue, feeling abnormal, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, painful periods, severe anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.